Manufacturer narrative:
This chair has been in use for 3 years 4 months. As of this submission an RMA has not been issued. If additional information is provided the RMA will be included. The exact smoking wheel chair component was not identified.

Event description:
The consumer was sitting outside when the chair allegedly started to spark, which eventually led to a fire. No injury is alleged.